Manufacturer narrative:
During inspection and testing, service found the output was low due to a faulty printed circuit board. The reported event (no display) was confirmed. There was no display due to a faulty vacuum fluorescent display. In addition, service found the unit was missing one mounting foot and a socket cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a diagnostic procedure, there was no display on the generator. The device went through self-test but there was no display. The user checked the fuses but the issue was not resolved. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the energy output was low. This report is being submitted for the malfunction found during evaluation (low output). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.